Event description:
The hospital offered to provide a "cuff system leakage" alarm from time to time. We checked the device once in march 2022, but the phenomenon was not reproduced, so we returned the device to the hospital. Later, in may, we were informed that the phenomenon had occurred again. The attached video shows a nk sales person checking the connector with his finger without the tube when he received it. This check is inherently not a good idea, but the condition of not being able to pressurize continues. However, he said that this condition was only at this time and returned to normal after a short while. After that, I had him send it to (B)(6) and I checked the operation. I set the pressure at 25 hpa, closed the tube, and checked the operation. Sometimes the motor is running all the time. Also, the pressure sometimes fluctuates between 24 and 29 hpa. We have been checking the operation since may 23rd, and the "cuff system leakage" alarm has occurred twice, but when we rush to check the system, it is back to normal. Most of the time the system is operating normally, but it really seems to be unstable sometimes and returns to normal in a short period of time.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the device was used. The root cause was determined to be leaks in the cuff. In consequence (correction), the intellicuff standalone has been replaced. There was no patient or user harm reported. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the device was used. The root cause was determined to be leaks in the cuff. In consequence (correction), the intellicuff standalone has been replaced. There was no patient or user harm reported.

Event description:
The hospital offered to provide a "cuff system leakage" alarm from time to time. We checked the device once in march 2022, but the phenomenon was not reproduced, so we returned the device to the hospital. Later, in may, we were informed that the phenomenon had occurred again. The attached video shows a nk sales person checking the connector with his finger without the tube when he received it. This check is inherently not a good idea, but the condition of not being able to pressurize continues. However, he said that this condition was only at this time and returned to normal after a short while. After that, I had him send it to tsurugashima and I checked the operation. I set the pressure at 25 hpa, closed the tube, and checked the operation. Sometimes the motor is running all the time. Also, the pressure sometimes fluctuates between 24 and 29 hpa. We have been checking the operation since may 23rd, and the "cuff system leakage" alarm has occurred twice, but when we rush to check the system, it is back to normal. Most of the time the system is operating normally, but it really seems to be unstable sometimes and returns to normal in a short period of time.